Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user disconnected from the ilet for an MRI per physician instructions and later experienced elevated blood glucose (bg) levels, reaching 575 mg/dl. The user reported vomiting, nausea, and diarrhea, and treated with backup insulin via insulin pen. The ilet displayed alerts related to sensor expiration and connection errors, which were resolved after replacing and pairing a new dexcom g7 continuous glucose monitor (cgm) sensor. Lowest blood glucose (bg) recorded was 575 mg/dl. Bg was corrected. There was no medical intervention required or reported at the time of call.